Event description:
The report indicated that the oxygen gas transfer performance was compromised during bypass. The device was changed out with no pt compromise. Following complaint analysis, the reported event could not be confirmed.